Manufacturer narrative:
Sections b1 (adverse event) and h2 (type of reportable event) of this report, have been updated in order to reflect the correct information for the case.  In this case the malfunction caused or contributed to a serious injury. The delivery system was not returned to edwards lifesciences for evaluation.  Imagery provided by the site was reviewed.  The balloon is shown inflating but before the thv is fully expanded, the balloon burst as indicated by the contrast leakage from balloon.  Additionally, calcification can be seen in the native annulus.  Additional procedural imagery was provided of delivery system withdrawal into the sheath.  Slight tortuosity can be seen in the access vessels. The sheath was pulled back past the bifurcation of the iliac artery before the balloon was withdrawn. The recording showed the balloon was unable to be retrieved back through the axela sheath as the delivery system was retrieved at an angle due to the tortuosity and the location of the sheath tip. The nose tip then separated in the recording (the central marker is no longer seen proximal to nose tip).  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis.  All inspections passed specifications for lot release.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported events.  A review of lot history revealed no additional similar complaints.  A review of complaint history from (B)(6) 2018 to (B)(6) 2019 for the edwards ultra delivery system (all models and sizes) was performed and revealed other returned complaints for balloon burst, delivery system withdrawal difficulty through sheath, and distal tip, nose tip separated.  No manufacturing non-conformances were identified in the returned samples. Available information suggested that patient factors and/or procedural factors may have contributed to these events.   The complaints for balloon burst, delivery system withdrawal difficulty through sheath, and distal tip, nose tip separated were able to be confirmed by the imagery provided. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events.   However, a review of the DHR, lot history, and complaint history revealed no indication of a manufacturing non-conformance. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU, labeling and training manual revealed no deficiencies. As noted during imagery review, calcification was present in the existing valve, which can present a challenging anatomy for balloon inflation. Calcified nodules can compromise the structure of the balloon wall, even at low inflation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While a definitive root cause was unable to be determined, available information suggests that patient factors (annular calcification) may have contributed to the balloon burst. It is possible that the balloon burst resulted in an increase in the balloon profile that could have hindered the delivery system from entering the sheath. Additionally, as noted during imagery review, the sheath was pulled back past the bifurcation of the iliac artery before the balloon was withdrawn, causing the balloon to get retrieved into the sheath tip at an angle. Tortuosity in the femoral artery could have also contributed the delivery system to be withdrawn at an angle of retrieval that was not coaxial with the sheath tip. The balloon then appeared caught on the sheath tip. In doing so, it is likely that the delivery system experienced high retrieval forces when attempting to enter the sheath. Excessive device manipulation during retrieval could have then resulted in the separation of the distal tip. While a definitive root cause was unable to be determined, available information suggests that patient factors (annular calcification) and/or procedural factors (excessive manipulation as a result of retrieval difficulty with burst balloon) may have contributed to the reported events. The complaint was confirmed, but no manufacturing non-conformances were identified during this evaluation. Available information suggests that patient (calcification) and procedural factors (excessive manipulation) may have contributed to the events. No labeling or IFU inadequacies have been identified. A product risk assessment was previously initiated per management discretion, to investigate the balloon burst issue and its associated risks.  A training bulletin was previously released to assist in reinforcing key training steps in valve deployment and delivery system removal. Additionally, a CAPA has been initiated to investigate and address the ultra balloon burst and retrieval issues. This CAPA is in the investigation phase. No additional actions are needed at this time.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the 26 mm sapien 3 ultra case by tf approach in aortic position, the ultra delivery system balloon burst. The balloon was unable to be retrieved back through the axela sheath and due to the pull force, the ultra delivery system tip separated. The tip was left in the patient and a bypass was implanted. The patient is doing okay.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in this report.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.